Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.